Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that during the creation of the corneal lasik flap in the left eye, following suction 2, as the surgeon pressed the pedal, there was loss of suction. As a result, there were uncut areas of the flap. The procedure was suspended. The surgeon plans to retreat the patient at a later date. The creation of the right eye flap was successful. No further information is expected.

Manufacturer narrative:
Evaluation summary: there are other variables taken into consideration during the surgical case that can contribute to the reported event of suction loss: eye anatomy, patient reaction, placement of the suction ring and applanation cone onto the patient¿s eye. Although it was requested, not enough information was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: 2016-25704